Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient fell down and felt like they might have moved their lead; they ¿weren't feeling it under the bandage,¿ but now they were. It was noted that they were still feeling stimulation and having improvement. Two days later, it was reported that their controller wasn't working, they couldn't turn their stimulation up, and they thought the right lead had come out. Troubleshooting included changing their therapy side. No further patient complications are anticipated or expected as a result of this event.